Event description:
It was reported that approximately fourteen months after implant the patient developed partial discoloration of the skin at the implant site and a pocket infection was suspected. During the device replacement procedure no infection was observed. The implantable pulse generator (ipg) was explanted and the new device was implanted under the pectoralis major muscle due to the patient being thin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)